Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (gouged/scratched). A piece was found to be broken off the body of the device, all pieces were not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured at the end of the initial surgery. There was no surgical delay. There was no patient impact. No foreign bodies were retained. The surgical technique was utilized. Attempts have been made and no further information has been provided.